Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and high out of range pace impedances. The impedances were greater than 2000 ohms. The lv lead was surgically abandoned and the existing cardiac resynchronization therapy defibrillator (crt-d) was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.